Event description:
Medical records received indicate that page 2135 references a different patient¿s name and does not mention an implant manufacturer. Pages 2151, 2284, and 2429-2430 reference MRI scan demonstrating edema and effusion, however per the primary operative notes on page 2429, the patient was implanted with mck, which is a competitor brand. None of the provided information affects the products and a task will be created to notify the FDA of the effusion/edema identified after the competitor replacement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - impact code.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical history: depressive disorder diaphragmatic hernia dyspnea and respiratory abnormality ear infection extreme obesity gout gi bleed noted on 04/05/2015 hx of transfusion of packed red blood cells morbid obesity (hcc) pain in joint, multiple sites pure hypercholesterolemia pure hyperglyceridemia sleep apnea type 2 diabetes mellitus without complication (hcc) ventral hernia surgical history: xr cholangiography interoperative CT abdomen pelvis w/o contrast ((B)(6)2016) substantial amount of postoperative change with increased density in the r upper quadrant fat, thickening in the r upper quadrant musculature and infiltration of the subcutaneous fat in the r upper abdomen. Additional subcutaneous intramuscular and anterior free peritoneal air is present. A slitlike fluid collection in the intramuscular region of the r upper quadrant barely 12mm in width may be present although is poorly defined on this noncontrast study. Nonetheless an inflammatory process in the musculature of the r upper, is suspect. 8.5mm nonobstructing calculus in the lower pole of the r kidney.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2009, medical records state that the patient was noted to have been having increasing problems with right knee, which is now limiting their activities, due to pain. Patient is noted to have degenerative arthritis in both knees. The knee was the patient's natural knee, there was no implants noted. There was no indication that the pain was related to the patient's depuy hip. The medical record notes that in december 2008, the patient underwent a right total hip arthroplasty.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 9 feb 2023. Update 02/15/2023: after review of medical records it was stated that on (B)(6) 2008 patient was implanted a metal on metal pinnacle implant right hip. On (B)(6) 2010, patient was implanted a left total hip replacement due to avascular necrosis and osteoarthritis with increasing disabling pain; it was mentioned in this operative note that patient had a right total hip at eisenhower medical center, this right hip replacement was complicated by 4 units of blood loss and a prolonged procedure and a prolonged 10 day hospital stay. Doi: on (B)(6) 2008; dor: not stated; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. After reviewing all the attachments under this pc to this date, no product related to this complaint could be found. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿litigation complaint received ad 9 feb 2023. Update 02/15/2023: after review of medical records it was stated that on (B)(6) 2008 patient was implanted a metal on metal pinnacle implant right hip. On (B)(6) 2010, patient was implanted a left total hip replacement due to avascular necrosis and osteoarthritis with increasing disabling pain, it was mentioned in this operative note that patient had a right total hip at eisenhower medical center, this right hip replacement was complicated by 4 units of blood loss and a prolonged procedure and a prolonged 10 day hospital stay.¿ the product was not returned to depuy synthes, however photos were provided for review. (B)(4). Review of the x-ray evidence found nothing indicative of a device nonconformance that could have contributed to the reported event. The overall complaint was unconfirmed as the observed condition of the device would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence found nothing indicative of a device nonconformance that could have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.